Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported to fresenius that an error regarding low pre-filter pressure was received during treatment with the ultraflux dialyzer. The error occurred approximately 2 hours after treatment initiation. The treatment mode was not provided. The nurse removed the dialyzer from the multilfiltratepro machine and restarted treatment. The patient's estimated blood loss (ebl) is approximately 50 ml. It is unknown whether a serious injury or required medical intervention resulted from the reported issue. The sample was reported to be unavailable to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the complaint sample was not returned to the manufacturer for physical evaluation. No photographs were provided for review. A small number of reserve samples are available, however it is highly unlikely to detect a failure in the retention samples due to 100% testing of the batches. Therefore the retention sample analysis was not done. According to a batch records review, (B)(4) products originated from this lot that were inspected according to protocol and were found to be conforming to specifications. No indication for any relationship failure mode has been found during the review.

Event description:
A user facility nurse reported to fresenius that an error regarding low pre-filter pressure was received during treatment with the ultraflux dialyzer. The error occurred approximately 2 hours after treatment initiation. The treatment mode was not provided. The nurse removed the dialyzer from the multilfiltratepro machine and restarted treatment. The patient's estimated blood loss (ebl) is approximately 50 ml. It is unknown whether a serious injury or required medical intervention resulted from the reported issue. The sample was reported to be unavailable to be returned to the manufacturer for physical evaluation.